Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the reported event. Implants were removed post revision procedure due to an infection. No information was provided in regards to the replacement implants, infection or patient's condition. Labeling review: potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); loss of fixation; nonunion or delayed union. Post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques. It is important to instruct the patient in appropriate postoperative activity restrictions to minimize the risk of potential vertebral body fracture and implant migration. No product returned for evaluation.

Event description:
On (B)(6) 2017, patient underwent a vertebral body replacement procedure at l3 level with posterior fixation from l2-l4 levels with no reported issues. On (B)(6) 2017, a revision procedure occurred due to screw loosening at l2. Level. The loosened screw on the right was replaced and the left screw remained in-situ. The construct was extended from t12 to l5 levels. On (B)(6) 2017, patient underwent a revision procedure where all the implants were removed due to infection.